Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr ipg (B)(6) 2009. (B)(4).

Event description:
It was reported the right ventricular (rv) lead was exhibiting intermittent loss of capture at high outputs. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.